Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), pelvic pain ("pelvic pain female") and abdominal pain ("severe abdominal pain") in a 27-year-old female patient who had essure (batch no. 871974) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gallstones in 2007 and sciatica on (B)(6) 2011. Concurrent conditions included overweight, burning sensation, dysuria, vaginal infection, burning micturition, pelvic inflammatory disease, urinary frequency, blood in urine, vomiting and microscopic hematuria. Concomitant products included aludrox (mintox), ibuprofen, omeprazole and ondansetron (zofran). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 21 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), nausea ("nausea"), weight decreased ("weight loss") and weight increased ("weight gain"). On (B)(6) 2011, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2011, the patient experienced menorrhagia ("prolonged menses / abnormal bleeding (menorrhagia)"), migraine ("migraine headaches / migraine"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and headache ("headaches"). On (B)(6) 2011, the patient experienced urinary tract infection ("infection: urinary tract infections"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea"). On (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse / dyspareunia"), allergy to metals ("nickel allergy / nickel allergy"), vaginal discharge ("irregular vaginal discharge / vaginal discharge") and alopecia ("hair loss"). On (B)(6) 2012, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), abdominal pain lower ("lower abdominal pain") and uterine pain ("uterine pain"). The patient was treated with co-trimoxazole (bactrim), bactrim (septra ds), surgery (laparoscopic hysterectomy and bilateral salpingectomy), surgery (salpingectomy (bilateral), hysterectomy (full),) and surgery (underwent a total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, pelvic pain, abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, migraine, allergy to metals, vaginal discharge, vaginal haemorrhage, urinary tract infection, nausea, weight decreased, weight increased, abdominal pain lower and uterine pain had resolved, the tooth disorder and fatigue outcome was unknown and the alopecia and headache had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic inflammatory disease, pelvic pain, tooth disorder, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: upon information and belief, beginning sometime in early 2012, patient sought medical treatment regarding the aforementioned symptoms. Each time she sought medical treatment, the attending physician did not associate, or give her reason to associate, her symptoms with the essure device. Patient has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, she has reported that all her symptoms have resolved and that she feels much better essure right ostia, 4 remaining coils noted. Left ostial, 5 remaining coils were counted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2017: successful occlusion; in (B)(6) 2012: fallopian tubes were bilaterally occluded. (B)(6) 2017, surgical pathology report showed benign uterus with adenomyosis and proliferative type endometrium, benign cervix and bilateral fallopian tubes. Gross: right fallopian tube / left fallopian tube shows an essure sterilization, which consists of a soft flexible insert in the lumen of the fallopian tube. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: infection: urinary tract infections, back pain, abdominal pain, vaginal discharge, headache, nausea, pelvic pain, pelvic inflammatory disease. Most recent follow-up information incorporated above includes: on 13-mar-2018: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding (vaginal), dental problems, fatigue, hair loss, infection: urinary tract infections, headaches, nausea, pain, weight gain, weight loss, other: pelvic inflammatory disease. Lot number, concomitant disease, historical drug were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), pelvic pain ("pelvic pain female") and abdominal pain ("severe abdominal pain") in a 27-year-old female patient who had essure (batch no. 871974) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gallstones in 2007 and sciatica on (B)(6) 2011. Concurrent conditions included overweight, burning sensation, dysuria, vaginal infection, burning micturition, pelvic inflammatory disease, urinary frequency, blood in urine, vomiting and microscopic hematuria. Concomitant products included medroxyprogesterone (depo provera) for birth control as well as aludrox (mintox), ibuprofen, levonorgestrel (mirena), omeprazole and ondansetron (zofran). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 21 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), nausea ("nausea"), weight decreased ("weight loss") and weight increased ("weight gain"). On (B)(6) 2011, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2011, the patient experienced menorrhagia ("prolonged menses / abnormal bleeding (menorrhagia)"), migraine ("migraine headaches / migraine"), vaginal hemorrhage ("abnormal bleeding (vaginal)") and headache ("headaches"). On (B)(6) 2011, the patient experienced urinary tract infection ("infection: urinary tract infections"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea"). On (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse / dyspareunia"), allergy to metals ("nickel allergy / nickel allergy"), vaginal discharge ("irregular vaginal discharge / vaginal discharge") and alopecia ("hair loss"). On (B)(6) 2012, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), abdominal pain lower ("lower abdominal pain") and uterine pain ("uterine pain"). The patient was treated with co-trimoxazole (bactrim), bactrim (septra ds), surgery (laparoscopic hysterectomy and bilateral salpingectomy), surgery (salpingectomy (bilateral), hysterectomy (full)) and surgery (underwent a total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, pelvic pain, abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, migraine, allergy to metals, vaginal discharge, vaginal hemorrhage, urinary tract infection, nausea, weight decreased, weight increased, abdominal pain lower and uterine pain had resolved, the tooth disorder and fatigue outcome was unknown and the alopecia and headache had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic inflammatory disease, pelvic pain, tooth disorder, urinary tract infection, uterine pain, vaginal discharge, vaginal hemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: upon information and belief, beginning sometime in early 2012, patient sought medical treatment regarding the aforementioned symptoms. Each time she sought medical treatment, the attending physician did not associate, or give her reason to associate, her symptoms with the essure device. Patient has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, she has reported that all her symptoms have resolved and that she feels much better essure right ostia, 4 remaining coils noted. Left ostial, 5 remaining coils were counted resolved majority of symptoms after essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2017: successful occlusion; in (B)(6) 2012: fallopian tubes were bilaterally occluded. (B)(6) 2017, surgical pathology report showed benign uterus with adenomyosis and proliferative type endometrium, benign cervix and bilateral fallopian tubes. Gross: right fallopian tube / left fallopian tube shows an essure sterilization, which consists of a soft flexible insert in the lumen of the fallopian tube. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: infection: urinary tract infections, back pain, abdominal pain, vaginal discharge, headache, nausea, pelvic pain, pelvic inflammatory disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6), the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), allergy to metals ("nickel allergy") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (underwent a total hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6). At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, migraine, allergy to metals and vaginal discharge had resolved. The reporter considered abdominal pain, allergy to metals, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, migraine and vaginal discharge to be related to essure. The reporter commented: upon information and belief, beginning sometime in early (B)(6), patient sought medical treatment regarding the aforementioned symptoms. Each time she sought medical treatment, the attending physician did not associate, or give her reason to associate, her symptoms with the essure device. Patient has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, she has reported that all her symptoms have resolved and that she feels much better diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6): fallopian tubes were bilaterally occluded. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.